Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch sf catheter and the patient experienced a cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. Post use of biosense webster products and radiofrequency (rf) ablation, a decrease in blood pressure was observed after the patient left the room. Cardiac tamponade was discovered and drainage was performed. After drainage, the blood pressure increased and the patient¿s condition improved over time. The patient required extended hospitalization. There were no abnormalities observed prior to or during product use. Physician's assessment of health hazard is that it is non serious (moderate/minor). Physician's comment regarding relationship between the event and the product is that the issue was highly likely related to catheter manipulation during cavotricuspid isthmus ablation and that the cause of this adverse event is procedure related.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31782611l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4)